Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file captured a transient pump stop on 14nov2022 with associated low speed, low flow, and driveline disconnected alarms. It should be noted that a short-to-shield event can trigger the driveline disconnected alarm on the pocket controller software version 7.23. The associated voltage levels indicated that the low speed and pump stoppage events occurred when the white power cable was connected to a power module and the black power cable was connected to external batteries. The pump stop event resolved when the white power cable was disconnected from the power module. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The device history record for the driveline assembly was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) rev. G, and patient handbook rev. C are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was stable and would continue with routine care.

Event description:
It was reported that log file analysis showed a low speed advisory and a low speed hazard event on (B)(6) 2022. A pump stop was recorded on (B)(6) 2022 at 9:16 am when the patient had just connected to the power module. It was stated that there was driveline damage associated with the pump stop event. The speed reduction at 9:16 am lasted around 3 seconds, and the pump stop event lasted around 28 seconds. The motor speed returned to 8200 rpms when the system controller was disconnected from the power module and moved to battery power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.